Event description:
It was reported that during an ankle procedure, surgeon used a depth gauge to measure screws and the gauge broke off into wound. Surgeon retrieved broken piece and then used a depth gauge from another set to complete procedure with no further problems.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was returned with the needle broken off where it threads into the slider along with the broken piece. All components of the device including the protection sleeve are present and were returned. The fracture faces of both parts are homogenous which indicates material uniformity. Product developmental evaluation reports, to reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the slider and protects the needle when not in use. The sleeve was returned with this instrument but it cannot be determined if it was used as recommended. It is concluded that the design is adequate for the intended use. Therefore, there is nothing to indicate a design issue. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for file (B)(4).